Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). It was reported that the 2y 1m po valve is blocked not adjustable. Explanted. Delivered with the return kit inside an unknown liquid.

Manufacturer narrative:
The valve was returned using the returnkit in an unknown liquid. The valve was at pressure level 18 cmh2o set. A visual inspection was performed and there were no obvious deformations on the housing surface. To check a possible blockage of the valve, we performed a permeability test. This test is at a hydrostatic pressure difference of approximately 20 - 30 cmh2o in flow direction carried out. The test showed that the valve is permeable. The valve was adjusted at all pressure levels in 4-steps up and down. The investigation showed that the valve was easy to adjust in all pressure step ranges. To measure the brake release force, we checked the valve with a brake force meter. Housing must be exercised to release the rotor to the valve, through the magnet integrated in the device. The brake function was positive. Based on investigation, the reported issue was not confirmed. No further actions are required.